Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced continued incontinence following implant. A surgical procedure was performed wherein the physician removed and replaced the 4.0 cm cuff with a 3.5 cm cuff. The pressure regulating balloon (prb) remained intact and the pump was repositioned. It was also noted the physician believed the patient unintentionally deactivated the pump which may have contributed to the issue. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for balloon is (B)(4), concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for balloon is (B)(4), concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced continued incontinence following implant. A surgical procedure was performed wherein the physician removed and replaced the 4.0 cm cuff with a 3.5 cm cuff. The pressure regulating balloon (prb) remained intact and the pump was repositioned. It was also noted the physician believed the patient unintentionally deactivated the pump which may have contributed to the issue. There were no further patient complications reported.